Event description:
A malfunction on the pump was reported, but there was no adverse impact to the customer's blood glucose level. The technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact technical support if any malfunction codes reoccur. The customer acknowledged and understood the instructions given.